Manufacturer narrative:
The reported event was "the left ventricular (lv) lead exhibited unspecified issue". A complete lead was returned in one piece for analysis. Visual and x-ray inspections of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured within specification.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented at hospital with discomfort, dizziness and syncope. It was noted that the pacemaker and the left ventricular (lv) lead exhibited unspecified issue. The lv lead was explanted and replaced. There were no patient consequences.